Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('skin allergy to nickel') in a 49-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced knee pain ("knee pain"), pain in hip ("hip pain"), neck pain ("neck pain"), myalgia ("muscle pain"), migraine ("frequent migraine"), disturbance in attention ("concentration difficulties") and eye irritation ("burning eyes"). In (B)(6) 2017, the patient experienced allergy to metals (seriousness criterion medically significant). At the time of the report, the allergy to metals, knee pain, pain in hip, neck pain, myalgia, migraine, disturbance in attention and eye irritation outcome was unknown. The reporter considered allergy to metals, disturbance in attention, eye irritation, knee pain, migraine, myalgia, neck pain and pain in hip to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2017: skin allergy to nickel. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('skin allergy to nickel') in a 49-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced arthralgia ("knee pain / hip pain"), neck pain ("neck pain"), myalgia ("muscle pain"), migraine ("frequent migraine"), disturbance in attention ("concentration difficulties") and eye irritation ("burning eyes"). In 2017, the patient experienced allergy to metals (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the allergy to metals, arthralgia, neck pain, myalgia, migraine, disturbance in attention and eye irritation outcome was unknown. The reporter considered allergy to metals, arthralgia, disturbance in attention, eye irritation, migraine, myalgia and neck pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: skin allergy to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.